Event description:
It was reported that (1) er320 device was used during an unknown procedure. It was reported by the rep that the nurse notified that an er320 misfired. It is unknown how the case was completed and there was no consequence to the pt.